Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The bone fracture in this case was probably caused by the excessive force applied to the application site. We concluded that the quality of this product has no relation to this event. <warning and precaution> 1.important basic precautions (3)when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. (4) if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. This report is being submitted as a medical device report is an abundance of caution.

Event description:
On (B)(6) 2017, the patient underwent a distal femoral osteotomy procedure where a bone plate, bone screws,a bone void filler (hereafter, this product) and another bone void filler were implanted into the patient's femur. During the procedure, an ap x-ray was taken with no indications of any abnormalities. On (B)(6) 2017, the patient came in for a post-op check-up where a lateral x-ray was taken showing a fracture in the patient's femur. The patient has not experienced any pain or discomfort. The surgeon is going to keep the patient non-weight bearing for a few more weeks.